Event description:
It was reported that the electric dermatome took one skin graft and then stopped. Graft was unusable and a second graft had to be harvested using a weck blade. Full thickness graft was harvested to complete surgery but split thickness was desired. No additional intervention required.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration only on the zero graft settings. Additionally it was determined that the device motor was found to operate in an erratic manner and therefore an accurate reading of the rpms could be obtained. The device was repaired according to procedure and returned to the customer. The device was purchased in 2002. A review of service records indicate that the device has been returned on july 2005, october 2005 and march 2008 to the manufacturer for repair or preventative maintenance since purchased. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."